Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. If additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a nurse and depicted via photo that a bubble appeared in the inflation tube of the flexi-seal signal while being manipulated. There was no patient involvement or harm reported due to this malfunction.

Manufacturer narrative:
No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).